Event description:
6f sheath was placed in femoral artery. Bleeding was noted prior to closure, and physician determined to remove sheath and replace with a 7f. Upon removal of 6f sheath, the proximal part of sheath was removed, but the distal part of sheath broke off and was left inside the patient. Patient required blood product, anesthesia, and emergent cut down and removal of the distal piece of sheath from femoral artery. Manufacturer response for (B)(4) (per site reporter). No response to date.